Manufacturer narrative:
Event date approximate. The main component of the system and other applicable components are: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0bbqp, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had their dbs system removed because they had an infection going down to the "wires". No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted the patient was on IV antibiotics for a month.